Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. No images were provided for review. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other complaints for this lot number that could contribute to this failure mode. Per manufacturing quality control documentation, "inspect all package seals (end seals, side seals, and chevron seal if applicable). Examine each seal for defects, foreign matter (dirt, hair, paper, fuzz, etc.). Product must be free of any visible cuts, holes, or foreign matter." Based on the information provided, no product returned, and the results of our investigation, the root cause for the foreign matter was determined to be related to manufacturing. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). This event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that a white foreign matter, such as paper, was found on the tip of the cxi support catheter when the device package was opened. The procedure was completed with a similar device. No patient contact was made with the complaint device. The patient did not experience any adverse effects due to this occurrence.